Manufacturer narrative:
(B)(4). Date of event: date of event is unknown. Batch p58n5j. Additional information received: please clarify ""the device had a difficulty in grasping the firing trigger"": did the surgeon have difficulty holding the device? Yes. Did the device complete the firing? No. Did the device fire too slowly/fast? No. The device could not be fired since it was difficult to squeeze the firing handle. Was it difficult to squeeze the firing handle? Yes. Did the device lock-out (no staples deployed and no cut line started)? No further information is available. Investigation summary the analysis results found that the ats45nk device was received with the firing mechanism damaged and with 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device had a difficulty in grasping the firing trigger at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.